Event description:
Three arrow iabps were unable to be passed thru the sheath supplied with the kit. The pt presented with a stemi and the iabp was being inserted for cardiogenic shock during a pci procedure. A fourth iabp was able to be inserted but there was a delay in therapy and pt remains critically ill in a ccu now.